Event description:
The customer reported a 12-lead ECG v6 signal loss.

Manufacturer narrative:
There was no report or indication of patient impact. A philips field service engineer evaluated the device, confirmed the symptom and resolved the issue by replacing the leads ECG trunk cable.